Event description:
While the doctor was working on tooth #29-31, the handpiece got hot, and the patient was burned on the lower right corner of the mouth and inside cheek.

Manufacturer narrative:
The patient went to a medical doctor for treatment of burn and received laser treatment to the burn areas. During the handpiece evaluation, it was found that the rear head bearings were falling apart causing the head to get hot during use. Debis level of this handpiece was low. A replacement handpiece was sent.